Event description:
Patient reported the amount of active insulin displayed on the meter is incorrect. No adverse event reported. Requested return of the alleged meter for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.